Event description:
A hospital in a foreign country reported via a distributor that an mr290 autofeed humidification chamber overfilled during use. The distributor reported the following: the chamber was set up on the patient. After the caregiver observed that water had begun to flow into the chamber, the caregiver left the room and then returned approximately three (3) minutes later to find that the water had risen past the maximum fill line. The caregiver observed that water had entered the breathing circuit and reached the patient. The patient experienced cardiopulmonary arrest. After suction, heart massage, and ambu bagging were performed, the patient was revived and spontaneous breathing was returned.

Manufacturer narrative:
Method: the returned mr290v autofeed humidification chamber was visually inspected for any signs of damage. The chamber was turned upside down and then connected to a water bag to test the functionality of the floats that control the flow of water. Results: a small dent was observed in the aluminum chamber base, to the right of the assembly that holds the floats in place. Crazing was also observed on the chamber base, in the same location as the dent. When the chamber was turned upside down, the floats were unable to move freely. When the chamber was connected to a water bag, the primary and secondary float were unable to stop the flow of water and the chamber overfilled. A lot check revealed no other complaints for mr290 chambers with lot number 080125. Conclusion: although the distributor reported that the hospital did not drop the chamber when it was being removed from the packaging, this type of physical damage is consistent with chambers that have been dropped prior to use. Impact damage can lead to misalignment and jamming of the floats, allowing the chamber to overfill with water. The mr290 user instructions state the following: "do not use the chamber if the seals are not intact when received, or if it has been dropped" and "do not use the chamber if the water level rises above the maximum water level line". Our monitoring and trending of events involving mr290 chambers overfilling has a rate of occurrence of 9 units per million devices worldwide. As part of our strategy for continuous improvement, fisher & paykel healthcare is closely monitoring complaint data involving mr290 chambers that overfill.